Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose over 500 mg/dl with diabetic ketoacidosis. Reportedly, the patient was hospitalized and treated by their healthcare provider. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for follow up information. This complaint is being reported because the patient allegedly experienced diabetic ketoacidosis due to unclear cause while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.